Event description:
It was reported that the 9900 system would lock up when trying to transfer images to dicom. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The settings were corrected during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.